Event description:
Clinical trial, it was reported that during a carotid artery stenting procedure, the stent migrated. The target lesion was located in the ostium of the left internal carotid artery with 90% stenosis and measuring 5x20 mm. The nexstent was delivered successfully and deployed at the intended location, and the delivery system was retrieved successfully. Following removal of the delivery system, the patient moved or swallowed and the stent migrated. A second nexstent was then inserted and deployed overlapping the first stent to fully cover the lesion. Following post-dilatation, residual stenosis was 20%. The patient was discharged home three days post procedure with no other events.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.